Manufacturer narrative:
Sections with additional information as of 23-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for erratic blood glucose test results using replacement meter (internal report reference (B)(4) ). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results (and reported symptoms). Customer stated she had obtained blood glucose test results of 433, then 59 and then 433 again. Customer did express risk factor of meter use. Call had been disconnected. Manufacturer contacted customer on (B)(6) 2023. Customer stated that she had performed control test and that the meter is doing better. Customer stated she would get a result but would not see the same number again; customer stated she was talking about the meter memory. Customer requested manufacturer call back at another time and disconnected the call. Manufacturer contacted customer on (B)(6) 2023 - customer declined to troubleshoot, stating she would call if needed and disconnected the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern had not been resolved. Customer requested a different meter, manufacturer offered replacement but customer stated that the meter is "a piece of junk", to not "worry about it" and then disconnected the call.